Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: material # 305916 . Lot # 2007149. Been having problems with being occluded and unable to draw up solution.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: material # 305916 , lot # 2007149. Been having problems with being occluded and unable to draw up solution.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 09-sep-2022. H.6. Investigation summary: thirty-three samples from lot 2024137, four samples from lot 2003405 and three samples from unknown lot were provided to our quality team for investigation. No samples were returned from lot number 2007149. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample from unknown lot did not expel the solution due to clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Furthermore, a device history record review was completed for provided lot numbers 2024137, 2003405 and 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. A verification of the needle lubricant process was performed. The settings were correct and the flow of products was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.